Event description:
As reported in the legal brief, a patient underwent placement of an unknown vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to, filter fracture, tilting of the filter and inferior vena cava (ivc) perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, prior to the index procedure, due to deep vein thrombosis (dvt), the patient had been treated with anticoagulants; however, the patient needed to undergo orthopedic surgery without continued anticoagulation, and the vena cava filter was indicated due to the high risk for a pulmonary embolus. The orthopedic surgeon felt that it would be contraindicated for the patient to proceed with the orthopedic procedure without protecting the patient first with a filter since the anticoagulant therapy had to be stopped for a long period of time. The femoral vein was cannulated. The filter was deployed at the l3 vertebral body level, and the completion venogram showed good deployment of the filter with complete deployment out to the walls of the vena cava. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eleven years and three months post implantation of the filter, identified as a cordis filter by a computed tomography (CT) scan, and reported as a trapease by the patient in the ppf. The patient reports fracture of the ivc filter, with the fractured filter struts retained in the inferior vena cava (ivc); perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further experienced anxiety related to being told by two different surgeons that removal of the fractured filter would be dangerous and life-threatening. According to the information received in the updated patient profile form (ppf), the patient additionally reported the filter is embedded in wall of the inferior vena cava (ivc) and fears the fractured filter could cause additional harm.

Manufacturer narrative:
As reported, a patient underwent placement of an unknown cordis inferior vena cava (ivc) filter. Per the implant records, the indication was deep vein thrombosis (dvt), with scheduled orthopedic surgery. The filter was deployed at the l3 vertebral body level, and the completion venogram showed good position and complete deployment of the filter. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to, filter fracture, tilt, and ivc perforation. Per the patient profile form (ppf), the patient reports the trapease fractured, with the fractured filter struts retained in the inferior vena cava (ivc); perforation of filter strut(s) outside the ivc, embedded and tilting of the ivc filter. The patient further reports anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient had placement of an unknown inferior vena cava (ivc) filter. Per the medical records, history includes dvt (deep vein thrombosis) with need for orthopedic surgery. The filter was deployed at the l3 vertebral body level, and the completion venogram showed complete deployment. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to, filter fracture, tilting of the filter and inferior vena cava (ivc) perforation. Per the patient profile form (ppf), the patient reports fracture of the ivc filter, with the fractured filter struts retained in the inferior vena cava (ivc); perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further reports anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an unknown vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to, filter fracture, tilting of the filter and inferior vena cava (ivc) perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, prior to the index procedure, due to deep vein thrombosis (dvt), the patient had been treated with anticoagulants; however, the patient needed to undergo orthopedic surgery without continued anticoagulation, and the vena cava filter was indicated due to the high risk for a pulmonary embolus. The orthopedic surgeon felt that it would be contraindicated for the patient to proceed with the orthopedic procedure without protecting the patient first with a filter since the anticoagulant therapy had to be stopped for a long period of time. The femoral vein was cannulated. The filter was deployed at the l3 vertebral body level, and the completion venogram showed good deployment of the filter with complete deployment out to the walls of the vena cava. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eleven years and three months post implantation of the filter, identified as a cordis filter by a computed tomography (CT) scan, and reported as a trapease by the patient in the ppf. The patient reports fracture of the ivc filter, with the fractured filter struts retained in the inferior vena cava (ivc); perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further experienced anxiety related to being told by two different surgeons that removal of the fractured filter would be dangerous and life-threatening.

Manufacturer narrative:
As reported, the patient underwent placement of an unknown cordis vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and fractured and was associated with perforation of the inferior vena cava (ivc). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an unknown vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to, filter fracture, tilting of the filter and inferior vena cava (ivc) perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.